Event description:
It was reported that the pacemaker logged a signal artifact monitor (sam) episode due to electromagnetic interference (emi) oversensing with pacing inhibition. Technical services (ts) was contacted by the field representative, and they discussed that the sam and emi occurred during a surgery the patient underwent. The pacemaker system remains in service. No adverse patient effects were reported.